Event description:
Additional information was received that surgery occurred to explant the ipg.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent a procedure to clean out an infection, potentially using an electro-surgery device. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following an unrelated surgery in which the system was not placed into surgery mode as recommended, the ipg became inoperable. As a result, surgery may occur to address the issue.